Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product was returned for evaluation.

Event description:
It was reported the nurse received a result of 2.9 mmol/l on neonate. Because of the low value, the nurse immediately changed glucose meters and received a value of 3.8 mmol/l.